Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 the patient experienced stoma site discharge of red fluid and was treated with several courses of antibiotics. As of (B)(6) 2024, the stoma site discharge has decreased but there was a small amount of hypergranulation with intermittent bleeding, which was treated topically with ketacomb.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.